Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted right ventricular (rv) lead implant the patient experienced a pericardial effusion and the patient became severely hypotensive and tachycardic due to suspected perforation. Pericardiocentesis was carried out and 150 ml of blood was extracted. The lead was not implanted and system was successfully carried out at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.